Manufacturer narrative:
Product ID 37602,# serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# v007058, implanted: 2006 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387-40, lot# j0337577v, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was in the operating room at the time of the call they were replacing the patient¿s extension from the ventral intermediate nucleus (vim) to the subthalmic nucleus (stn). No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.